Manufacturer narrative:
Per received email, this MDR has been identified as a duplicate of a previously submitted complaint with manufacturer report #1710034-2019-00311 and patient identifier (B)(6).

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced a safety failure. The customer reported, "we received a voicemail from the reported requesting assistance with a complaint of catheter not retracting. Material: 381423, lot: 8339602. No patient harm.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced a safety failure. The customer reported, "we received a voicemail from the reported requesting assistance with a complaint of catheter not retracting. Material (B)(4), lot 8339602. No patient harm.¿